Event description:
Patient reported receiving an unintended bolus. Patient indicated that the device did not previously perform a programmed bolus. Patient indicated that the device did not alarm and appeared to be frozen in the "run mode. Patient indicated that later, the device began to beep and adminster previously programmed bolus. Patient indicated he attempted to stop the device, but the device appeared to be frozen in the "run" mode and not acknowledge button presses. Patient indicated he removed the device. Patient did not report any physiological effects.